Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-dec-2024. Investigation summary: bd received 1 sample and 1 photo for investigation. The customer sample and photo were reviewed and the indicated failure mode for missing stopper was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8mg tubes the stopper was missing in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 10.8mg tubes the stopper was missing in 1 tube. No adverse impact was reported regarding the patient or user.